Event description:
A site reported that a nurse is front of the cic (central station) display witnessed an asystole event, and alleges the cic did not provide an audible alarm. The patient was successfully treated with cardiac massage. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.